Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was implanted successfully but the surgery manager reported the trailing haptic did stick to the cartridge while inserting lens in the eye. The surgeon had to use a second instrument to release the haptic from the cartridge and then continue pushing the lens in the wound/bag with the second instrument. Additional information was received stating that there was no patient harm.